Event description:
It was reported that the patient complained of dizziness and lightheadedness. No issues were observed during an interrogation at the clinic. Subsequently, the patient presented to the emergency department where asystole was noted on monitor when the patient sat up for a chest x-ray. The right ventricular (rv) lead had high thresholds. An emergent lead revision was scheduled. The lead was capped and replaced with a competitor product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.